Event description:
It was reported that air caught into the reservoir's o-ring causing air bubbles and leaks at the bottom of the reservoir.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.